Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The results of the investigation are inconclusive as the device was replaced, and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg was recommended and it later became inoperable. A manufacturer representative met with the patient and confirmed it was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2021. The issue has since been resolved.